Event description:
Complaint verbatim, "I purchased a nite protector about 2 weeks ago and fit it per the instructions. It was working quite well and then a week and a half later, the top soft portion separated from the harder bottom portion while I was rinsing it with cold water in the morning (as recommended in the directions that came with it). I tried boiling it again and refitting, which melted the two parts back together and everything was fine for a few days, but then the same thing happened again. What am I doing wrong? Thanks!"

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.